Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 20-nov-2018. It was reported that friction occurred upon inserting guidezilla into the guide catheter. The target lesion was located in the left anterior descending artery. A guidezilla was selected for use. During the procedure, friction was noted when inserting the guidezilla through the valve; valve was opened. The device cannot advance further than 2/3 of its length into the guiding catheter. The procedure was completed with another of same device. No complications reported and patient is stable. However, device analysis revealed that the distal shaft was detached/separated at the collar. It was further reported that the separation issue happened during the effort to remove the guidezilla. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the proximal portion of the guidezilla guide extension catheter. The hypotube and collar were visually examined. The distal shaft was detached/separated at the collar and not returned for analysis. Only the hub, hypotube and collar were returned for analysis. The collar was damaged. There were numerous kinks throughout the hypotube. Functional testing could not be performed as the distal shaft of the device was detached and not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities.